Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. A bend in the cartridge pigtail was observed, however, occlusions were resolved and the customer was advised to replace supplies and continue insulin therapy.